Manufacturer narrative:
A field service engineer was dispatched on 10/13/2015 to address the repoted event. The fse replaced the large syringe to correct low total area issue and replaced the sample loop and stator and rotor seals to bring qc (quality control) back down. The fse calibrated and ran qc with no more low areas. No further action required by field service. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was the sample unit a fault of failure of the large syringe. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported low total areas with the g8 analyzer. The customer reported discrepant patient results. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in reporting discrepant patient results for hba1c. There was no indication of patient intervention or adverse health consequences due to the delay in reporting..